Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic with a complaint of palpitations and two inappropriate shocks. Interrogation revealed several ventricular fibrillation episodes and lead noise. Programming changes were made to switch off tachycardia therapy. Hospital admission for further testing was recommended, lead testing was anticipated and plans made for a procedure. The patient was to be prepared for a possible procedure by stopping anticoagulants. The physician believed this was solely a lead issue. The patient was stable. Further information is anticipated but not yet available.

Event description:
New information received notes the lead was explanted and replaced successfully. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported events of inappropriate shock/therapy and sensing noise were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.